Event description:
It was reported that foreign matter was found in 2 bd luer-lok¿ syringes in the bulk sterile pharmacy convenience tray. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: verbatim: 1 syringe: black particle stuck to barrel between 4.6 + 4.8 1 syringe, brown foreign matter stuck to barrel 2 syringes - 1 has brown foreign matter stuck to barrel, 1 has fiber attached to syringe plunger 2 syringes: white fiber stuck to barrel 2 syringes: 1 item has what looks like plastic or glass on plunger, dark hair-like particle floating on barrel (4.4 graduation line) 2 syringes: brown foreign matter stuck to barrel.

Manufacturer narrative:
H.6. Investigation: a complaint of foreign matter found in syringes was received from the customer. Samples were provided to aid in the investigation of this defect. Through visual inspection of the samples, the customer complaint was verified. Foreign matter was found inside the syringes in the fluid. A device history record review was completed by our quality engineer team for provided lot number 0106397. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A definitive root cause could not be determined as there was already fluid in the syringe. Complaint history review was completed. This is the first complaint for foreign matter on material 309703 & batch 0106397.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in 2 bd luer-lok¿ syringes in the bulk sterile pharmacy convenience tray. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: verbatim: 1 syringe: black particle stuck to barrel between 4.6 + 4.8. 1 syringe, brown foreign matter stuck to barrel. 2 syringes - 1 has brown foreign matter stuck to barrel, 1 has fiber attached to syringe plunger. 2 syringes: white fiber stuck to barrel. 2 syringes: 1 item has what looks like plastic or glass on plunger, dark hair-like particle floating on barrel (4.4 graduation line). 2 syringes: brown foreign matter stuck to barrel.